Event description:
It was reported that the patient complained to the physician that the implantable pulse generator (ipg) battery prematurely depletes. The program setting that the patient uses is a program with high battery consumption, and the output is quite high, so it was explained that the battery consumption is extreme, and it would be observed, but the patient was not convinced. Considering the program and output used, it is possible that the device needs to be charged every day. Although the device could be charged, and the stimulation itself is being delivered, which has helped to alleviate the pain, the patient still complains that the rechargeable ipg takes a long time to recharge, the battery runs down quickly and the ipg battery does not last. The patient underwent a procedure where the rechargeable ipg was removed and replaced with a non-rechargeable ipg. Electro cautery was used to expand the pocket because the area had adhered and an ipg could not be inserted. Post operatively, there were no adverse patient effects were reported.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. An analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected. Possible misalignment of charger with ipg causing lower than expected charge current. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU).

Event description:
It was reported that the patient complained to the physician that the implantable pulse generator (ipg) battery prematurely depletes. The program setting that the patient uses is a program with high battery consumption, and the output is quite high, so it was explained that the battery consumption is extreme, and it would be observed, but the patient was not convinced. Considering the program and output used, it is possible that the device needs to be charged every day. Although the device could be charged, and the stimulation itself is being delivered, which has helped to alleviate the pain, the patient still complains that the rechargeable ipg takes a long time to recharge, the battery runs down quickly and the ipg battery does not last. The patient underwent a procedure where the rechargeable ipg was removed and replaced with a non-rechargeable ipg. Electro cautery was used to expand the pocket because the area had adhered and an ipg could not be inserted. Post operatively, there were no adverse patient effects were reported.